Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au480 chemistry analyzer, and identified the failure mode as hardware. Due to multiple hardware interventions performed, a definitive component could not be identified as the sole contributor of this event however there is sufficient evidence to suggest a hardware malfunction was the cause of this event. The customer performed troubleshooting activities and replaced the sample pot and tubing which resolved the issue. Age or date of birth,weight, and ethnicity: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of false negative results on anion gap and ise (ion-selective electrode) qc (quality control) failed. There was no report of injury or adverse event associated with this event. The customer provided data for five (5) patient samples.